Event description:
Nurse reports that when unplugging the pump he received a shock. The pump was in a utility room plugged into an ac outlet. The nurse reports grasping the power cord firmly in the correct area to unplug the unit. He recalls "pulling the plug out approximately 1/4 inch when he felt a big vibrating shock that went up his arm to his chest." He was seen in the emergency department and released back to work. He reports that he felt a tingling in his arm for a few days, and some pain to his hand, index finger and thumb which has almost completely resolved. No add'l info was available.